Event description:
It was reported by dealer that the irc10lxo2 concentrator has no alarms. Dealer advised issue is on off power switch.

Manufacturer narrative:
Follow up with be filed if additional information is received.